Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) with the right ventricular (rv) lead exhibited low shocking lead impedance of 0 ohms. The patient was seen in the clinic and the shock impedance measurement obtained was normal. Further, pocket manipulation and isometrics performed did not produce any noise. Boston scientific technical services (ts) discussed that electromagnetic interference (emi) could possibly affect the measurement and suggested performing commanded shocks if the issue reoccurs. The patient will continue to be monitored at this time. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.